Event description:
It was reported therapy was deteriorating. It was noted the patient had the device for dystonic parkinsonism. They have had to do two titrations up in voltage, one approximately 6-8 months prior and one 2 months ago. They had titrated up both left and right side but left side needed more. Therapy loss was mostly on the right side of the body, correlating with bad impedance on the left head. No unusual paresthesia or stimulation feeling except for in the abdomen which the patient always had due to the disease. Patient was going to have an x-ray, it was also noted the patient had an MRI one year ago. Battery voltage was 2.82 volts. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was noted that the impedances are high on the left.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 64002, lot# n248023, implanted: (B)(6) 2011, product type: adapter. Product ID 3387s-40, lot# v012713, implanted: (B)(6) 2006, product type: lead. Product ID 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. (B)(4).